Manufacturer narrative:
The customer¿s report of a bulge/balloon in the silicone segment was confirmed. Visual inspection showed that the silicone segment had some white discoloration near its upper portion just below the upper fitment. Functional testing was performed; no ballooning occurred. The set was then pressure tested and the white discolored area of the silicone segment started to balloon. The root cause of the balloon in the silicone segment could not be identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a balloon in the pumping segment. No patient harm was reported.